Manufacturer narrative:
(B)(4). Noh, jung h; kim, nam y; song, ki I; (2021) intraoperative patellar maltracking and postoperative radiographic patellar malalignment were more frequent in cases of complete medial collateral ligament release in cruciate-retaining total knee arthroplasty. Knee surgery and related research 33:9. Pg 1-8. Https://doi.org/10.1186/s43019-021-00091-6. Report source: (B)(6). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported in a journal article that one patient had a periprosthetic fracture of the distal femur following a cruciate-retaining tka. The study was comparing the preoperative and operative variables that significantly affect patellar tracking after cruciate-retaining tkas. Attempts have been made and additional information on the reported event is unavailable at this time.